Manufacturer narrative:
H11: corrected data: g3: the date received by manufacturer was incorrectly reported in the initial report, submitted on june 15, 2023, as "15-may-2023". The correct date is 17-may-2023.

Manufacturer narrative:
The described issue was investigated in detail. According to the initially provided information, the customer stated that part of the cable harness was hanging off the side of the 3d top. The system was not being used at the time of discovery. No injury occurred due to the reported event. The issue is attributed to breakage of the screw used to connect the hose holder and transverse bridge. The cause of the screw breakage is attributed to an overload. This overload didn`t result in a complete failure of the screw at the time. Further use of the system then resulted in the complete failure (fracture) of the weakened screw connection. Based on the results of the investigation, an incidental event is assumed in this case. Meanwhile, the service document for installation and maintenance will be improved to avoid overload during the service process. The fractured screw and the pivoting bolt were exchanged on site by the customer service engineer according to the installation instructions. This complaint has been closed.

Manufacturer narrative:
Manufacturer narrative: the investigation is ongoing. A supplemental report will be submitted to the FDA if additional information becomes available upon completion of the investigation.

Event description:
The customer stated the part of the cable harness was hanging off the side of the 3d top. The system was not being used at the time of discovery. There was no patient or user injury associated with this event. In a worst-case scenario if this issue were to recur, a moderate to severe injury could result if the cable or the cable hose holder were to fall and strike a patient, user, or service person positioned under the ceiling stand.